Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. A blood glucose level was not provided. Reportedly, the possible cause of the dka was due to degraded insulin. Customer was released from the hospital on (B)(6) 2022. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer wasn't received.

Manufacturer narrative:
Device not returned.